Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false positive results were acquired. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "following the 6.40 / windows 10 update, 45 blood cultures are detected positive by the bactec. After laboratory control, the blood cultures are all negative. No false results were communicated to doctors or patients."

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false positive results were acquired. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: "following the 6.40 / windows 10 update, 45 blood cultures are detected positive by the bactec. After laboratory control, the blood cultures are all negative. No false results were communicated to doctors or patients."

Manufacturer narrative:
H.6 investigation summary customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. This complaint is confirmed as this is a known issue after software upgrade to windows 10. This is a global tech service recognized bug in former software versions that is resolved in the latest software version 6.40. Every upgrade above 6.40 should not show this kind of behavior anymore due to user interface algorithm adjustments. The root cause was a software issue with the upgrade to windows 10, which has since been addressed with software upgrades. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. Complaint history for ¿results¿ was reviewed for the month of january 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified. H3 other text : see h.10.